Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern. Customer states that his symptoms have improved- no diabetic symptoms at this time. He went to see his doctor on (B)(6) 2019- no hospitalization, no medical treatment. The doctor advised him to stop taking the steroids that he was taking. Customer states that now his blood sugar is coming down under 200smg/dl.

Event description:
Consumer reported complaint for high results and hi display accompanied by symptoms. The customer is concerned with tests results from results obtained of 565mg/dl and hi. The expected fasting blood glucose test result range is 120-130mg/dl. The customer did report symptoms of thirst and frequent urination. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/26/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).